Manufacturer narrative:
Prior to 13-mar-2021, the customer mixed the d-dimer reagent using an integra reagent mixer for 10 minutes prior to loading on the c502 analyzer. The reagent was removed and then mixed for 1 minute before reloading on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Now the reagent is mixed by inversion prior to loading. The field service engineer found damaged reaction cells. The cells were replaced and precision studies were performed. No alarms occurred on the last calibration performed on (B)(6) 2021. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated they have been having ongoing quality control precision issues with d-di tina-quant d-dimer on the cobas 8000 c 502 module. The customer stated they also received discrepant d-dimer results for one patient sample. The initial value from the sample was reported outside of the laboratory. Controls failed later that day, so the sample was repeated. The repeat result was believed to be correct and a corrected report was issued. The sample initially resulted in a d-dimer value of 247 ngfeu/ml, which repeated as 524 ngfeu/ml. The d-dimer reagent lot number was 49699601, with an expiration date of 31-oct-2021.